Event description:
Device made a 'hissing' sound and kept alarming, either green or yellow light indicating 'leak.' The nurse checked the dressing; appeared intact and sponge was suctioning. Nurse called the company, new one was delivered and switched out.what was the original intended procedure?debridement of deep midsternal wound infection; underwent eventual total sternectomy.